Event description:
Additional information was received on 14-nov-2019 from quality department via email. Quality investigation results concluded as follow on 14-nov-2019: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needles batch. The practitioner did not return the impacted device but returned 8 boxes of the incriminated needle batch. No deficiency was observed on returned samples during the tests performed following this complaint (needle breakage). In addition, the manufacturer was not able to eliminate a possible misuse by the practitioner: needle bent before injection and/or high pressure and/or sudden movement during injection. Consequently, the origin of the complaint was not determined. Therefore, a formation/resensibilisation of the practitioner to the instructions for use and to the good practices was recommended. Additional information received on 14-nov-2019: quality investigation results. Causality assessment re-evaluated on 25-nov-2019 on additional information received on 14-nov-2019: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices), hospitalization required). B. Expectedness: foreign body in gastrointestinal tract: unexpected us. Needle issue: unexpected us. C. Causality a) latency - compatible. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, a sudden movement of the child patient during injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection. However, quality investigations retrieved no needle defect. Therefore, as quality defect was excluded, a mishandling seems to be the most probable cause and the causal relationship between the device and the incident was considered as unlikely. No other claims have been registered on the batch. Therefore, no CAPA is required. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely. Additional information received on 14-nov-2019: assessment changed from not assessable to unlikely.

Manufacturer narrative:
No deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this needles batch. The practitioner did not return the actual device involved but returned 8 boxes of needles from the incriminated batch. No deficiency was observed during the tests performed due to this complaint (cannula breakage). Consequently, the origin of the complaint was not determined. We are not able to eliminate a possible misuse by the practitioner: needle bent before injection and/or high pressure and/or sudden movement during injection. If the patient is apprehensive, this could have an impact on the condition of realization of anesthesia. Like the patient was on general anesthesia, this is certainly not the case. The IFU of the needle are describe in the notice. Consequently, we recommend a formation/resensibilisation of the patrician to the IFU and a follow by professional formed to the good practices. Risk evaluation: this is the first complaint for a "needle breakage" defect on (B)(4) sold for this batch (81600 for darby brand name) and for the (B)(4) cannulas for those cannulas batches. The controls done by our supplier and during the production of this batch prevent the risk the assembled device with non-conform cannulas. Furthermore, during the tests performed due to this complaint, no defect was observed on the device tested: no rupture during bending test and rupture force higher than 22n. Without any occurrence on these batches of device and cannulas, and without deviation registered during the production and the suppostion of misused by the practitioner, the residual risk is judged acceptable. The investigation did not permit to find the origin of the complaint, but the privileged origin is practitioner practices. Consequently, and without any recurrence on this needle batch ((B)(4)) and on the cannulas batches used ((B)(4) cannulas for batch 579-18, 601-18 and 639-18), no action will be done due to this complaint.

Event description:
Spontaneous report. From the united states. (B)(4). Initial information received on 01-oct-2019, follow-up #1 information received on 03-oct-2019 from dentist via dealer sales representative, and follow-up #2 information received on 04-oct-2019. Initial and follow-up #1 and #2 information are integrated in below case narrative. On (B)(6) 2019, the dentist reported that a (B)(6)-year old male child patient, with no specified medical history and concomitant medical conditions, had been treated with suspect device darby private label needle 30g short (batch # f08243aa, expiration date: 2024-01) on an unspecified date. Indication of the treatment with the suspect device and conditions when the incident occurred are not available at the time of the report. On unspecified date, the suspect device broke in the child's mouth, requiring the child to have the needle removed from mouth under full sedation. On (B)(6) 2019, the child was taken to surgery to have the tip of the suspect device extracted; the fragment was retrieved successfully by a surgeon. The patient was hospitalized on (B)(6) 2019 and was discharged on (B)(6) 2019. The patient was scheduled for a post-op follow-up 10-days after the discharge. At the time of the report, the patient's outcome was resolving. Additional information is currently being sought. Follow-up #1 information received on 03-oct-2019: update on patient outcome status received; no change from initial report (unknown). Follow-up #2 information received on 04-oct-2019: received update re: patient's outcome following corrective treatment on (B)(6) 2019. Additional patient demographics received. Patient updated to had been hospitalized for the fragment retrieval procedure from (B)(6) 2019. Treating dentist name updated. Causality assessment on 18-oct-2019 on initial information received on 01-oct-2019 and additional information received on 03-oct-2019 and 04-oct-2019: seriousness: serious (required intervention to prevent permanent impairment/damage (devices), hospitalization required). Expectedness: foreign body in gastrointestinal tract: unexpected us. Needle issue: unexpected us. Causality: latency - compatible. Recognized association - no. Analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, a sudden movement of the child patient during injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. At the time of this report, information are not sufficient to identify a misuse or inappropriate usage during the local injection. Pending the results of quality investigations, the case report was considered as not assessable. No other claims have been registered on the batch. Therefore, no CAPA is required. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable.